Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately nine (9) years and three (3) months, was explanted due to mitral regurgitation. This device was originally implanted for mitral valve replacement to correct mitral paravalvular regurgitation. This device was explanted and replaced with a 25mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Upon the valve explant, it was reported that ¿although the leaflets were good condition, coaptation was not achieved possibly due to shortening of the leaflet or stent distortion¿. Multiple cardiac surgical procedure: aortic valve replacement with a 16 mm valve and tricuspid valve replacement with a 25 mm valve at implant.

Manufacturer narrative:
Device evaluation: customer report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. All three leaflets were observed to be thickened and swollen near the commissures. Sewing ring was cut around leaflet 2. Sutures remained attached around the inflow aspect of the sewing ring.